Event description:
Additional information was received from the patient. It was reported that the patient had not used the ins since it was repositioned and moved down in (B)(6) 2015. The patient went to her healthcare professional (hcp) appointment in (B)(6), the manufacturer representative (rep) didn't show up, and she was in the process of moving to tennessee. It was noted that the ins was dead prior to the october surgery. The patient asked to have a rep check the device. It was noted that the patient may have the device removed since she was not using it. The patient's next hcp appointment was a couple weeks from (B)(6) 2016 and the patient was to follow-up with the hcp.

Event description:
Additional information was received from the patient stating that the implantable neurostimulator (ins) moved after their first surgery. The ins had been off and possibly in overdischarge for almost a year. The patient was hoping to meet with a manufacturer representative (rep) at their next appointment. On (B)(6) 2016 the health care professional (hcp) stating that the patient was first seen on 2016 and they had no information regarding 2015.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was poking her side since (B)(6) 2015, so she eventually stopped charging it in (B)(6) 2015. It was also reported that the patient was unable to charge the ins since (B)(6) 2015. She had planned to get the ins jump started, but the meeting did not take place. It was also reported that the patient currently had lower back pain, and, when she used the implant, it had covered 50-60% of the pain. It was further reported that patient got the ins position revised. No outcome or troubleshooting was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were currently at an appointment and the manufacturer representative was supposed to meet them to jumpstart the implantable neurostimulator (ins) due to overdischarge. However, the manufacturer representative was not there to do so. The patient stated that this was the second time that a manufacturer representative was not at an appointment and that they wanted help finding a health care professional (hcp) to remove the implantable neurostimulator (ins). The patient was frustrated. Hcp listings were requested and provided. A manufacturer representative was contacted and informed that the patient was at an appointment and needed assistance. Additional information from the manufacturer representative on 2016-09-23 reported that the patient had made no mention of pain or any other issues except never having been taught to charge previously. The manufacturer representative and patient were meant to meet on (B)(6) 2016 but the patient cancelled due to illness. The appointment was re-scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was referred to a neurosurgeon for battery replacement.

Event description:
Additional information from the patient indicated that they have been out of town, and still wants to meet with a manufacturing representative regarding their overdischarge battery.

Event description:
Additional information received from the manufacturer representative that reported that the patient's implantable neurostimulator had been "jump started." The date of this was prior to (B)(6) 2015. The patient had not been in contact with any manufacturer representative following her revision.